Event description:
Additional information indicated the ipg was removed and replaced. Therapy was restored and the issue addressed.

Manufacturer narrative:
Patient code should be inadequate pain relief ((B)(6)) instead of no consequences or impact to patient ((B)(6)).

Event description:
Additional information received indicated troubleshooting was performed by the manufacturer representative and the ipg was unable to communicate with multiple external devices. Surgical intervention to replace the ipg may take place at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's controller is unable to establish communication with the ipg following a surgery. Device was not placed in surgery mode.